Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transhepatic gallbladder drainage (ptgbd), the stiffening cannula could not be removed from the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The physician was required to reinsert the wire guide and remove the cannula alongside the wire. A similar alternative device was used to complete the procedure as intended. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
A2-a4: asku. A1: (B)(6). Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed some difficulty when inserting and removing the metal stiffener. Examination also identified a large bow in the cannula shaft which could have contributed to the difficulties removing the stiffener. It is unknown whether the cannula was bowed prior to the reported failure. Device failure analysis found all measurements to be within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU reviewed and identified the following step related to the reported failure mode: "2. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration." No other warnings or precautions were identified as relatable to the reported failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.